Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to inspect the cartridge o-ring and clean the pneumatic tap area. Despite these efforts, the customer was unable to successfully load the cartridge onto the pump, even after attempting to fill and load a new cartridge with assistance. The customer indicated that they have multiple daily injections available as backup therapy, and technical support referred the issue to a customer support associate for escalated troubleshooting.